Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had an infection. The site of infection was unspecified. The patient stated that they went in to have it put in and they got infected. The patient ended up staying in the hospital for 7 days after implant. It took another 3 weeks to get the infection cleaned up. The patient stated that they had a pic line and was on antibiotics for the infection.

Event description:
Additional information received from the consumer reported the patient developed an infection from the adhesives they had on right after surgery. As a result the patient had to stay in the hospital because of the infection. Following this the consumer was discharged and was given infusion medicine to help with the infection which did clear up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's implanting healthcare provider (hcp) put the permanent device in and 'he screwed it up when it was implanted and it got infected"/ the hcp did not put it right in the upper back. After the infection cleared up the patient was reimplanted. The patient said the device helps, but not 100%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer regarding the patient stated that the patient was going to have an MRI, however the facility said according to their policy they will not do an MRI on a patient with an implanted device. It was stated that the hcp may be doing a CT scan instead of the MRI. The patient offered to look up other MRI facilities in the area, however the locator had facilities too far from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was answering the letter that they had received. The patient had reported their weight in the past. The patient stated that the device "hasn't worked in a year." The people don't know what to do with the device and it has been turned off for 3 weeks. The patient stated that they tried to get someone local to take out, but the only one who could take it out was the one that put it in. The patient stated that they didn't want to go back to that healthcare provider (hcp) as they hadn't done it right the patient has an appointment with their hcp on (B)(6) to look at the device and see about having it taken out because it doesn't and never worked. The patient stated that no one at the manufacturer seems concerned. The patient's options for having the device removed were reviewed. The implanting hcp won't take responsibility for the device and the trial only helping 65%. The patient stated that the device was placed in the wrong place when it was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the guy who put the device in screwed up and the patient got an infection that took 5 weeks to be gone. The patient stated they went back to the healthcare professional and they screwed it up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational was received from the patient and a manufacturer representative. It was reported that the stimulation was n ot helping the patient and the ins was explanted on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.